Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were deviated from the instructions for use. According to "a complaint questionnaire related to a foreign material," we confirmed that the air/water nozzle may not have been wiped/brushed with gauze, brushes, or sponges. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the nozzle could be identified as a mixture of silicates and organic silicone derived from medical solution. Silicates and organic silicones are not components derived from the endoscope, but from the medical solution. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Based on the results of the investigation, the probable cause of the malfunction would likely be that foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. The event can be inspected by following the instructions for use (IFU) which state: inspections methods are written in instructions for use of operation manual: chapter 3 cleaning, disinfection, and sterilization procedures, 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign body in the air/water nozzle. There were no reports of patient involvement.